Manufacturer narrative:
Investigation summary: a failure for mis-identification of external quality control results was reported on a phoenix m50 instrument during a cap survey. The customer reported that they were receiving inaccurate results on different strains, most commonly where the expected outcome was bordetella bronchiseptica, with the instrument instead reporting klebsiella ozaenae, klebsiella pneumoniae, and a third unidentified organism. Remote assistance was provided to the customer. A support technician reviewed the available results with the customer, no concerns were stated. The customer advised that they were not using any confirmatory tests to verify the results. Potential other contributing factors to mis-identification include the purity of the isolate and concentrations of the inoculum, to which the support technician advised a review of those factors. No errors of the instrument were observed. Based upon this investigation, this is an unconfirmed failure of the phoenix m50 instrument. The root cause was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation, therefore no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed no previous complaints for this issue; but a related case was opened for the same issue for the reagents. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was a misidentification. The following was reported by the initial reporter: it fails to identify the bronchiseptic gram borb strain, it has already been validated with maldi.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was a misidentification. The following was reported by the initial reporter: it fails to identify the bronchiseptic gram borb strain, it has already been validated with maldi.